Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that the IV syringe tubing broke when rn disconnected syringe with minimal force.

Manufacturer narrative:
One sample model 10794983 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the female luer for one of the tubings. The female luer was not returned. No other defects or abnormalities was observed. The customer complaint was verified and quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and female luer could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. The sku reported on this complaint is not planned to be produced at hmo site, tj site will reactivate production. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.